Event description:
Healthcare professional (hcp) reports two pt reaction with first (12/26/99) and second (12/28/99) usage of a psn membrane. Both incidents occurred on the same pt within the first 10-15 minutes of the hemodialysis treatments. The pt experienced the following symptoms with both incidents: felt weird all over, in addition to, lower back and flank ache. No medical intervention was provided as the symptoms disappeared after 15 minutes with each incident. The remainder of the treatments were stable. The pt will be switched to a polysulfone membrane on the next treatment per the hcp.